Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, functional testing, and an alarm log review were performed. During the power on self-test and the alarm log review the f-38 alarm was identified. The cause of the alarm were damaged force sensing resistors. The pump has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. There was no patient involvement. No additional information is available.